Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the black color from the rubber stopper in a bd¿ syringe with bd luer-lok¿ tip leaked into the medicine.

Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows a syringe with white solution in it and black spots therefore failure mode is verified. A device history record review could not be completed as no batch number was provided. A root cause could not be determined for this event without a sample or batch# to review.

Event description:
It was reported that the black color from the rubber stopper in a bd¿ syringe with bd luer-lok¿ tip leaked into the medicine.